Manufacturer narrative:
There are many factors that could result in the failure of a bioprosthetic a valve, the most common of which is regurgitation or stenosis caused by pannus and/or calcification. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this patient with a 27mm pericardial aortic valve underwent a valve-in-valve procedure due to pulmonary regurgitation after an implant duration of seven (7) years. A xt 29mm transcatheter valve was implanted successfully with no complications.